Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was charging slowly despite attempting multiple cables and power sources. Customer reported that the battery was not holding charge. Additionally, it was reported that the usb port was loose. Customer's blood glucose was 136 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.